Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No numbers scrolling during testing noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was 91 at the time of incident. Customer stated that she put in her blood glucose and it continuously scrolling. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have experienced a high blood glucose of 462 mg/dl the morning prior to call. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.